Event description:
Venous air alarms occurred at the start of a routine hemodialysis treatment. While attempting to remove air, more air was noted. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. The patient's standard epogen dose was increased as her hgb was decreased from the previous routine check of 9.9 to 8.8. No other medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to not performing rinseback of the patient's blood due to air present in the extracorporeal blood circuit. The cycler alarmed appropriately to the presence of air. Air alarms at the start of treatment are typically due to air entering the system when making patient connections or inadequate air removal by the operator during prime. Facility staff has reviewed the event with the operator. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.